Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube the cap was a different color. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the cap was discolored."

Manufacturer narrative:
Investigation summary: no samples and no photos were returned by the customer in support of this complaint. Therefore, 90 retention samples from the bd inventory were visually inspected and the customer's indicated failure mode of cap discoloration was observed as no issues were identified. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
Investigation summary: no samples and no photos were returned by the customer in support of this complaint. Therefore, 90 retention samples from the bd inventory were visually inspected and the customer's indicated failure mode of cap discoloration was observed as no issues were identified. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube the cap was a different color. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the cap was discolored."